Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 51 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-442ag, mmt-342, mmt-1884l, mmt-7040a. Troubleshooting was performed and customer reported a possible over delivery anomaly. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-442ag was requested and customer response was the device will be returned. Mmt-342 was requested and customer response was the device will be returned. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue use of the device. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No ove delivery anomaly noted during testing. In further full review of the pump history on the event date of [(B)(6) 2024] found bolus deliveries of .25u at 00:12:28.000, .35u at 01:12:29.000 and .3u at 01:17:28.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, and keypad overlay texture damage. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.